Manufacturer narrative:
Stryker rep visited customer and set up educational clinics to go over bed¿s functions and proper usage.

Event description:
It was reported via repair work order that the bed exit did not alarm and the patient allegedly fell out of bed and subsequently expired. Evaluation determined there was no bed malfunction and the bed exit had not been set prior to the alleged fall.